Manufacturer narrative:
Complaint samples were evaluated and the reported event was confirmed. Inspection of the returned devices revealed signs of repeated use and wear. A fracture was noted through the pin hole of both handles. Review of device history records found no discrepancies relevant to the reported events. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The complaint number corresponding to this medwatch is (B)(4). The sales rep has indicated that the device will be returned for analysis. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2017-02327 and 0001822565-2017-02328.

Event description:
It was reported that the handle fractured while impacting the liner. There was no patient injury as a result of the event. Attempts have been made and additional information is unavailable.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.